Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown location. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 20, 2021 - september 21, 2021. H10: the device was received for evaluation. Visual inspection using the naked eye revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be a slightly untightened blue winged luer cap. A functional leak test was performed by filling the device with green colored water and manually tightening the blue winged luer cap. After fill and prime, no signs of a leak were observed from the device. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted